Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the cardiac resynchronization therapy defibrillator (crt-d) battery was depleting fast by the remote monitor transmissions. It was noted that the patient was seen by the physician and the device settings were adjusted. The device remains in use. No patient complications have been reported as a result of this event.